Manufacturer narrative:
(B)(4). Final device analysis revealed no anomalies found for the neurostimulator. The #2 and #6 setscrews were loosely touching the extensions. The other setscrews were tight. There was a good stable output on every electrode pair that matched the programmed settings. There were no issues when the analyst pressed on the neurostimulator can. The neurostimulator's battery status on the physician programmer was okay. Less than 20% of the capacity was used. Final device analysis revealed no anomalies found for lead extension nah017142v. The continuity was acceptable. Adhesive was applied to the molded rubber by the customer. The distal and proximal end were intact and undamaged. The outer insulation was intact. Final decision analysis revealed no anomalies found for lead extension nah015174v. The continuity was acceptable. Adhesive was applied to the molded rubber by the customer. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed a non-standard non-conformance for lead b0294293k. Two conductors were broken between the two middle tines 4.0 cm from the distal end.

Event description:
It was reported that the pt experienced a return of symptoms. The pt felt their neurostimulator shifting. The pt was reprogrammed with no relief. An x-ray confirmed that the lead extensions were twisted. The lead broke. The total device system was removed. Further info is being requested.